Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal portion of the lead was explanted and returned. The lead was severed approximately 29.5 cm from is-1 terminal pin. Visual inspection revealed trilumen insulation damage with evidence of arcing damage on conductors approximately 29 cm from is-1 pin. Due to the location and type of damage it is most likely caused by entrapment in the clavicle/first-rib region.

Event description:
Boston scientific received information that this patient expired. It was noted that the patient was in the hospital for increased congestive heart failure symptoms (dyspnea/edema), ejection fraction was at 20-25 percent, and mildly elevated troponin levels were observed. Also of note was a gi bleed one month prior with recent hemoglobin levels at 10.5. The patient also has a history of severe aortic stenosis. In the hospital, the patient had an episode of ventricular tachycardia (vt) at approximately 180 beats per minute (bpm). The device sensed and appropriately treated with anti-tachycardia pacing (atp) converting the rhythm to ventricular fibrillation (vf) and another burst of atp was provided with the vf persisting. The cardiology attending physician noted no shocks were provided by the device however did hear a "pop" from near the device area. External defibrillation (along with standard emergency measures) was initially successful, however the patient did subsequently expire. Upon device interrogation, a fault code 1004 was noted for a short circuit condition was detected during shock delivery. Remote monitoring was reviewed by boston scientific technical services who looked for evidence of any out-of-range shock lead impedance measurements, none were found. Review of previous records from four months prior note the patient was in the hospital and all lead diagnostics were normal. The device and part of the lead will be sent back to boston scientific. Of note, the patient's rate sense portion of the 0157 lead previously exhibited noise and low pacing impedance measurements (196 ohms) at the time of the last device replacement 2.5 years prior. At that time the rate sense portion of the lead was surgically abandoned/capped and a new rate sense lead was implanted, measurements were within normal limits.